Event description:
The customer reported noticing diluent leaking from the probe of the coulter act diff analyzer while running controls, following aspiration of the control material. The customer stated that the instrument generated asterisks and l flags on the 4c control results. The customer indicated that the leak was not contained within the instrument and approximately one teaspoon of fluid leaked. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The instrument generates an l flag for control results when the control results are lower than the low limit for that control sample and generates an asterisk when the hemoglobin/hematocrit (hgb/hct) ratio is less the 0.8 or greater than 1.2 and will flag the red blood cell (rbc), hemoglobin (hgb), hematocrit (hct), mean corpuscular volume (mcv), mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) results indicating a sample handling problem.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument but could not find an active leak. The fse replaced all the tubing and filters, and performed a latex calibration as preventative maintenance. The fse noted that calibration indicated that adjustment of the red blood cell (rbc) gain caused the mean corpuscular volume (mcv) parameters to be high. The fse calculated a new calibration factor for the rbc and mcv. The fse ran controls and all results were within range except for the red blood cell distribution width (rdw) results which were high and out of range. The fse suspected the main card to be the cause for the sizing issue (rdw) and proceeded to replace the main card. The fse verified the repairs as per established procedures and results met published specifications. Results: failure mode is attributed to the main card failure. (B)(4).